Event description:
It was reported that revision surgery was performed. The patient experienced pain and had elevated cobalt and chromium levels. During the revision, a great deal of anteversion in the acetabular component was noted.